Event description:
Later, information was received indicating that the surgeon had not planned on replacing the the lead at this time despite low impedance reading seen. The surgeon had remarked that the patient is not having any increase in seizures. The surgeon noted that the battery was working well and appears to intend on using the generator to treat the patient's epilepsy despite this low impedance condition. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen with low impedance in clinic. The patient had then presented at surgery and the low impedance message was not identified prior to surgery. The patient subsequently underwent the generator replacement anyways. Shortly after generator replacement it was noted that impedance was ok. However, during a clinic visit after this generator change, low impedance was seen again. The patient is expected to be referred for lead revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.